Event description:
It was reported that when the asymptomatic patient presented to the hospital for an unrelated surgery, a stored episode of inappropriate atp therapy for atrial fibrillation with rapid ventricular response was observed. Programming changes were made.

Manufacturer narrative:
(B)(4).